Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
While at the doctor's office her blood glucose was 160 mg/dl on her meter and the doctor's meter read 70 mg/dl within 10 minutes. She was experiencing low blood glucose symptoms and was unable to self-treat. The nurse gave her ensure to elevate the blood glucose. No delay in treatment noted. Replacing and returning meter and test strips.